Event description:
It was reported to nova biomedical that a consumer received a result of 126 mg/dl on their blood glucose meter, yet consumer's daughter reported that her dad experienced a hypoglycemic event requiring medical intervention at the ER. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.